Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported elevated bg level and ER visit. No product lot number was reported therefore no qualification records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The patient reported that she had to go to the emergency room due to elevated blood glucose levels, reaching 470 mg/dl. She did not provide any further information regarding the ER visit or her treatment.